Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: the keypad cover was intact and all keypad buttons responded normally to button presses. The keypad cover was removed and there were no defects found to the button contacts. The pump casing was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the audio bolus button cover was damaged but the button was still responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.